Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
During periodic maintenance of the ventilator, the service engineer (se) reported the unit failed the battery tests and the battery was outdated. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the battery provided by the customer and the unit passed all testing.